Manufacturer narrative:
Date of report received: 18 jul 2019. MFR received date: 17 jul 2019. The customer reported that they replaced the central processing unit (cpu) board to correct the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a primary alarm failure. The customer reported a error code associated with the reported issue. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse confirmed the reported issue, and confirmed that the customer had already replaced both speakers. The fse recommended that the customer replace the central processing unit (cpu) board. The fse provided the customer with a replacement part number. It is unknown if the device was in clinical use at the time the reported issue was discovered. It is unknown if there was any patient or user harm.